Event description:
It was reported that, "during a visual inspection of loaner kits in our warehouse, it was discovered this implant has two different labels on it. One end of the box has (B)(4) (lot 20503201), the other end of the box has (B)(4) (lot 20568201). The (B)(4) matched the bar codes."

Manufacturer narrative:
A supplemental will be submitted upon completion of the investigation.